Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the 26 mm sapien valve was implanted in a 90:10 ventricular position, resulting in trivial central aortic insufficiency (cai) and 2-3+ paravalvular leak (pvl). A second 26 mm sapien valve was subsequently implanted in a 50:50 position within the first valve. On echo, no cai was noted; however, the 2-3+ pvl remained. Post dilatation was performed with an additional 1 ml added to the delivery system, which reduced the posterior pvl to 2+. The patient was extubated and transported to the intensive care unit in stable condition. Balloon aortic valvuloplasty (bav) was not performed. Prior to valve deployment, the first sapien valve was positioned 50:50. The image intensifier angle was described as fair, and the coaxial alignment of the valve and delivery system was described as poor. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the likely cause of the ventricular malposition was the suboptimal sheath angle, which created some torque in the delivery system, ventricular movement during valve deployment, and a suboptimal valve deployment angle. Due to the torque in the delivery system, the delivery system could not be advanced during deployment. The physician also reported that a narrow calcified sinotubular junction (stj) may have contributed to the ventricular movement. The native aortic annular diameter was 21.8 mm by tee. The native aortic valve and root were severely calcified. The stj diameter was 30 mm, and the sinus of valsalva (sov) diameter was 22-23 mm. The sov was noted to also be calcified. The patient¿s ejection fraction (ef) was normal.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular malposition cannot be confirmed. However, a combination of patient (severe native valve and root calcification, narrow, calcified stj) and procedural (fair image intensifier angle, suboptimal sheath angle, which led to poor coaxial alignment and torquing of the delivery system contributing to ventricular valve movement upon deployment) factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.